Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided. Data review confirmed the reported failed transmitter error. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed. A review of the share logs shows a transmitter error related to complaint found in logs. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.